Event description:
Patient had a cholecystectomy procedure done. The mini endo pocket was used to retrieve the gallbladder and broke during retrieval, resulting in stones falling out of endo pocket bag. An additional mini endo pocket was opened and used to retrieve the gallbladder, which broke again when taking it out of the patient. Surgeon was able to safely retrieve the gallbladder specimen and all stones from patient with no harm to patient.